Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that a faulty cable led to the issue. Additional findings of a failed leak test due to the cause of a cut on the cable, damaged rubber on the camera head and the label on the rear cover being faded were discovered. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, withdrawal when any irregularity is observed. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Reference page 10 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device did not show an image. There were no reports of patient harm.